Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances had gradually increased and were 96 ohms in may. Boston scientific technical services (ts) discussed either performing a commanded max energy shock to test the true therapeutic shock impedance value, or increasing the out of range alert value and continuing to monitor. It was noted the representative misunderstood ts recommendations and reprogrammed all shocks to max energy. This ICD system remains in service. No adverse patient effects were reported.